Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) stated the device has shortened his penis, causing him to use the ipp less often than desired. No additional information was provided.